Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system prn rubber cap came off during the flush. There was no report of patient impact. The following information was provided by the initial reporter, translated from (B)(6)to english: "the patient was hospitalized in the gastroenterology ward of the hospital due to gastritis and malnutrition. The intravenous indwelling was performed on (B)(6) 2021. After the infusion was completed on september 28 the next day, the nurse found that the prn rubber cap came off when he came to flush the tube, so the indwelling needle was immediately removed and the puncture was performed again, which did not cause adverse consequences to the patient. But the second puncture brings pain to the patient."

Manufacturer narrative:
H6: investigation summary : a device history review was conducted for lot number 1078937. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately, a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system prn rubber cap came off during the flush. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: "the patient was hospitalized in the gastroenterology ward of the hospital due to gastritis and malnutrition. The intravenous indwelling was performed on (B)(6) 2021. After the infusion was completed on (B)(6) 2021 the next day, the nurse found that the prn rubber cap came off when he came to flush the tube, so the indwelling needle was immediately removed and the puncture was performed again, which did not cause adverse consequences to the patient. But the second puncture brings pain to the patient."

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information: d.3. & g.1. Manufacturer field has been updated from tijuana, mexico to tuas, singapore.

Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system prn rubber cap came off during the flush. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: "the patient was hospitalized in the gastroenterology ward of the hospital due to gastritis and malnutrition. The intravenous indwelling was performed on (B)(6) 2021. After the infusion was completed on (B)(6) the next day, the nurse found that the prn rubber cap came off when he came to flush the tube, so the indwelling needle was immediately removed and the puncture was performed again, which did not cause adverse consequences to the patient. But the second puncture brings pain to the patient."